Manufacturer narrative:
No investigation could be performed. The customer technical services could not retrieve the computer files for this plate on the user's server because the user had deleted the report from the file.